Event description:
A customer reported to baxter (B)(4) of a patient that was 2 hours and 25 minutes into a transfusion when a large clot was observed in the tubing of a blood administration set below the filter. The patient had been in the computed tomography department and on return to the ward, the clot was observed. The transfusion was immediately discontinued and the blood transfusion laboratory was informed. The blood pack and blood/solution administration set were disposed of in the ward. The involved nurse confirmed that nothing was added to the pack/blood/solution administration set and confirmed that only normal saline 0.9% was used to flush the cannula pretransfusion. A radiographer, in the computed tomography department, confirmed the transfusion was disconnected temporarily, then the IV cannula was flushed with normal saline 0.9%. CT contrast was administered and then 10 mls of normal saline 0.9% was used to flush the intravenous cannula before the blood administration set was reconnected. No adverse outcome was reported on or observed for the patient post transfusion. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.